Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Clinical details noted that "purge system open" alarms were triggered with a complete break between the purge reservoir and purge filter after it was pushed up against the bed accidentally. Excessive force was applied. A purge bypass was performed successfully but clinical team ultimately decided to replace the pump. The cause of the purge leak - pump was due to damage to joint reservoir to filter connection based on clinical details noting purge reservoir and filter fully separated when excessive force was applied as sidearm was pushed up against accidentally.

Event description:
The user facility reported that the impella cp had purge system open alarm and noted a complete break between purge reservoir and filter after it was pushed up against bed accidentally. A purge system bypass was successfully done. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock and high risk cpi. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿